Event description:
Olympus (osh) was informed via service request that the customer display video system center¿s ¿flat connector shows poor contact¿, intermittent image (image not visible) during preparation for use. There was no delay, and the facility completed the case with another similar device. The device will be returned to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The customer¿s reported problem was not confirmed, however, the image was noisy and visible due to a defective connector. The device has not been repaired in the last year. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
Correction to d8 of the initial report, yes was inadvertently selected, the subject device was not serviced by a third party. Correction to g2 of the initial report, foreign was inadvertently left out of the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the screen blackout and the image flickering was due to faulty video connector. The cause of the failure could not be identified. Olympus will continue to monitor field performance for this device.